Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not hold water and leak was found at the portion of the balloon by the temperature probe wire.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. A potential root cause for this failure could be imperfection in balloon due to process. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with drainage bag attached. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution immediately leaked at 0.012" pinhole at the connection of the trifurcation and shaft. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patients·patients with delirium who might pull out catheter [when patient tugs atcatheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history ofallergic hypersensitivity to povidone-iodine or iodine, consider usingalternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oilssuch as white petrolatum and animal oils). [They may damage the device andmay burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patientspatients with known allergy to silver coated catheter."the actual/suspected device was inspected.

Event description:
It was reported that the foley balloon would not hold water and leak was found at the portion of the balloon by the temperature probe wire.